Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became disconnected while the customer was sleeping. Reportedly, this occurred with multiple infusion set tubings. The customer's blood glucose (bg) level was in the high 300's (mg/dl). The bg level was addressed with a bolus via the pump once the luer lock connection was reconnected.